Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (25mg/ml at 1.2mg) and morphine (6.0mg/ml at 0.28mg) via an implantable pump for spinal pain. It was reported that the patient's pump was flipping in the pocket. At the patient's most recent pump refill a couple of weeks ago they had a volume discrepancy of 8-10 ml (specific volumes unknown). The healthcare provider (hcp) performed a catheter dye study at the time but they were unable to aspirate or push anything through the catheter access port. The company representative (rep) noted that the pump logs did not indicate any issues with the pump. The rep stated that they were doing a catheter revision today. The pump segment of the catheter was replaced due to the pump flipping and causing a blockage in the pump catheter segment. Steady cerebrospinal fluid flow was then observed. The issue was resolved at the time of the report. The explanted catheter was discarded. The patient's weight and medical history were asked but unknown. The patient's status at the time of the report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the actions/interventions taken to resolve the pump flipping was the pump segment of the catheter was revised and the pump was re-anchored in the pocket. The pump flipping was resolved.